Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2009; 419388 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead for noise. The rv lead high impedance and lead fracture. Also, the left ventricular (lv) lead had a high threshold. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.